Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. Approximately 10 months post implant procedure, the patient was seen for a follow-up appointment and a thrombus was observed on the face of the 31mm watchman flx laa closure device. The patient was placed on an oral anticoagulant medication until the thrombus resolves.